Manufacturer narrative:
The product remains implanted, therefore, no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the first valve was implanted at 3mm. Angiography revealed a moderate paravalvular leak (pvl) coming off the left cusp. Post balloon dilation (bav) was performed without any success; a larger balloon was used without success. A second valve was implanted 4 mm deeper than first valve and a bav was performed reducing the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.